Event description:
It was reported that device was over infusing. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation in used condition. Functional testing was able to duplicate the reported problem. It was determined that the expulsor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.